Manufacturer narrative:
(B)(4). Qing zhang, ming xiang ,jin-song yang, fei dai (2023). Clinical and radiographic outcomes of total elbow arthroplasty using a semi-constrained prosthesis with a triceps-preserving approach over a minimum follow-up period of 4 years. Orthopaedic surgery published by tianjin hospital and john wiley & sons australia, ltd. Doi:10.1111/os.13698. G2: foreign- china. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a clinical study that the patient underwent total elbow arthroplasty. The patient experienced peripheral nerve damage. The patient was prescribed mecobalamin and recovered two years post-implantation. No additional patient consequences were reported.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unk coonrad-morrey humeral component. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03148.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.